Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humidification chamber provided with an rt266 infant dual-heated evaqua2 breathing circuit was found leaking water from a hole in the base after 14 days of use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information has been requested but not provided. Section h11: the subject mr290v vented autofeed humidification chamber provided with the rt266 infant dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humidification chamber provided with an rt266 infant dual-heated evaqua2 breathing circuit was found leaking water from a hole in the base after 14 days of use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information was requested but was not provided by the healthcare facility. Section h11: method: the subject mr290v vented autofeed humidification chamber provided with the rt266 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: visual inspection of the returned mr290v vented autofeed humidification chamber confirmed the presence of a hole on the base of the chamber. White residue was also found externally on the chamber base. Further analysis identified the presence of aluminium oxide, sodium, chlorine, sulphur, and carbon on the chamber base. Conclusion: our investigation confirmed the reported hole on the base of the mr290v vented autofeed humidification chamber. Based on our investigation, the damage is due to the exposure of the chamber base to sodium chloride. Chlorine reacts with the heated aluminum base and readily corrodes the material over time, resulting in the holes observed. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual-heated evaqua2 breathing circuit state the following: - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - the use of breathing circuits, chambers, accessories, or combinations which are not approved by fisher & paykel healthcare may result in poor humidification system performance, ventilator malfunction and harm to the patient/user. - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - do not use beyond 7 days maximum duration of use. - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber.